Event description:
It was reported by repair work order that there was fluid ingress to the mattress due a damaged top cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.